Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that on (B)(6) 2024 the patient had persistent supraventricular arrhythmia. The patient had a combination of atrial fibrillation and complete atrioventricular block. The patient was admitted on (B)(6) 2024 and was discharged on (B)(6) 2024. They required drug treatment or cardioversion and underwent cardiac catheterization.

Manufacturer narrative:
Section b6 - relevant tests/laboratory data, including dates: corrected. Section h6 health effect - impact code: corrected. Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6) , and the reported arrhythmia could not be conclusively established through this evaluation. Multiple attempts were made to obtain additional information regarding the reported event; however, no further information was provided by the account. The patient remains ongoing on hm3 lvas, serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. A, is currently available. The IFU lists adverse events, including cardiac arrhythmia, that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU also lists arrhythmia as a potential late postimplant complication. No further information was provided. The manufacturer is closing the file on this event.